Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6)2024 and suture was used. Before using the product involved, the nurse noticed that the needle was supposed to be a single-armed suture, but it was a double-armed suture, so use was stopped. It was not a control release needle. There were no adverse consequences to the patient. No further information was provided.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The following information was requested, but unavailable: - lot number? Unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees, that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9 h3, h6 additional h6 component code: g07002 no device problem found. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Investigation summary: the product was returned to ethicon for evaluation. One empty winding former, one paper lid and two dispensed strands single armed of the same product code were received for analysis. The product code is pdp493g. Upon visual analysis of the winding former, no double marks were noted in the slots from the winding former. The strands were fully dispensed. Aso, the quantity required for this product code is a strand single-armed per packet. Due to the condition, it was not possible to determine if an additional needle was placed in the packet. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached as to what caused the report. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.